Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of device was failing to recognize the syringe was not confirmed during the review of the log or during laboratory testing. No obvious issues or anomalies were observed with the returned devices related to the reported complaint during the external and internal inspection of the suspect pcas. Laboratory test results showed that during syringe volume detection accuracy, the pca modules were observed to be within +/-2% of the actual volume. Per srd-1445, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that the pcas are performing as designed and passed all accuracy measurements. A review of the pca error logs showed no errors related with the reported incident. No infusions were recorded with the suspect pca module s/n (B)(6) and pca module s/n (B)(6). On october 21, 2025, at 9:46 am, the last infusion recorded with the suspect pca s/n (B)(6) was programmed with a rate of 1ml/h and vtbi (volume to be infused) of 23.9822ml. Syringe loading alaris¿ pca and syringe modules tip sheet states: if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report ¿device was failing to recognize the syringe¿ was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was failing to recognize the syringe when properly loaded. There was no patient involvement.

Event description:
It was reported that the device was failing to recognize the syringe when properly loaded. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.